Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error after boot up and intermittent button response on the act button due to corroded keypad traces noted. The insulin pump has cracked lcd window, cracked case at the lcd window corners, broken reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.